Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01863.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery (gda) using a packing coil lp, a ruby coil lp, a non-penumbra sheath (5fr sheath), a non-penumbra catheter and a non-penumbra microcatheter. During the procedure, the physician advanced the non-penumbra catheter with the microcatheter through the non-penumbra sheath up to the target vessel. Next, the physician attempted to advance the ruby coil lp; however, the ruby coil lp would not advance within its introducer sheath. Therefore, it was removed. The physician then attempted to advance the packing coil lp; however, the packing coil lp also would not advance within its introducer sheath. Therefore, it was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.